Event description:
It was reported that the patient underwent a bilateral hernia repair procedure on (B)(6) 2013 and mesh was implanted concurrently with atrium prolite and atrium preshape meshes. Following the procedure, the patient experienced chronic severe pain over the abdominal area, discomfort, 20 pound weight loss, fatigue, rectum problem and difficulty in walking, standing, lifting, bending and reaching. The patient became lactose intolerant and also was unable to tolerate food such as eggs, peanut butter and food that cause gas. In 2014 the patient had no relief from prescribed flector patches and combined cream containing eight medications to rub on the affected area. In 2014, black bumps formed around the rectum, which had to be removed and sent to the lab. The results were inconclusive and the patient was told to get a biopsy. The doctor suggested a long needle shot in the mesh area more than once to numb the area. The patient decided to not get the procedure performed. In 2014, the physician scoped the patient and opines that possibly the rectum problem may be caused from the mesh. The patient was prescribed to 6-week sitz bath of witch hazel and aloe vera, combined anti-inflammatory cream and numbing agent and underwent examination twice then with no relief. In between, the patient experienced shingles and bronchitis due to her weakened condition. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report mw5041456.